Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage at the connector and tubing during use. The following information was provided by the initial reporter: the client was a nurse in the outpatient infusion room. After finishing the puncture and starting the infusion, she found that the extension tube was leaking. Both the patient and the client had a great reaction.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage at the connector and tubing during use. The following information was provided by the initial reporter: the client was a nurse in the outpatient infusion room. After finishing the puncture and starting the infusion, she found that the extension tube was leaking. Both the patient and the client had a great reaction.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9106920. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned device, bd engineers identified characteristics in the damaged section of the extension tubing. The corresponding slide clamp was inspected and measured, and found to be without any observable abnormalities. Replication of the observed tubing damage was unsuccessful despite numerous attempts; without the ability to replicate the observed damage the root cause for this complaint could not be determined at the conclusion of our review.